Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: no photos or physical samples that display the reported condition were provided for investigation. A device history review could not be performed as the lot involved in this incident was unknown. Based on the available information, we cannot identify a root cause at this time. Should you experience any issues with our product, examination of the device may provide clarification as to the cause of the reported failure. Complaints received for this device and reported defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text: see manufacturer here.

Event description:
On (B)(6) 2021 - 4:27 pm cst - spoke with customer and spouse; clarified issue as crack in access tip; customer connected drainage line to access tip, pressed plunger, release clamp, but there was no suction. That is when customer noticed the crack in the access tip; customer removed and replaced with new bottle for complete drainage; no related issues or harm; no product or images available for investigation.

Manufacturer narrative:
(B)(6). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
On 12apr2021 - 4:27 pm cst - spoke with customer and spouse; clarified issue as crack in access tip; customer connected drainage line to access tip, pressed plunger, release clamp, but there was no suction. That is when customer noticed the crack in the access tip; customer removed and replaced with new bottle for complete drainage; no related issues or harm; no product or images available for investigation.